Manufacturer narrative:
Results: because the device was not returned, sorin group's investigation was limited to a review of the device history records and a scientific literature review. The complete manufacturing and material records for the subject valve were pulled and reviewed by quality control at sorin group (B)(4)., the results confirmed that this valve satisfied all material, visual, and performance standards required for a lxa21 mitroflow aortic pericardial heart valve at the time of manufacture and release.

Event description:
The manufacturer was notified on 30 december 2014 that mitroflow valve (lxa21, s/n (B)(4)) was explanted after 5 years. No further information provided.

Event description:
The manufacturer was notified on (B)(6) 2014 that mitroflow valve (lxa21, s/n (B)(4)) was explanted after 5 years. No further information provided.

Manufacturer narrative:
The complete manufacturing and material records for the subject valve will be reviewed by quality control at sorin group (B)(4). Histopathological evaluation will be performed upon receipt of the explanted valve.